Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report will be updated at that time.

Event description:
It was reported that during the attempted implant of this right ventricular (rv) lead, placement difficulties were encountered as sensing measurements were suboptimal, high out of range-impedance was identified and stimulation threshold measurements were also noted, all in every attempted position in the rv. After several attempts at repositioning to map optimal electrical values, the helix could not be extended/retracted anymore. Consequently, a different lead was used and the procedure was completed successfully. No adverse patient effects were reported. The product is expected to return for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The lead was returned with the helix mechanism in an extended position. Visual inspection found dried body fluid in the helix housing, but no abnormalities were identified. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. A stylet insertion test was performed and passed without problems, indicating no blockage in the lumen. In addition, a helix mechanism test was performed but failed due to the helix housing being clogged with dried blood/body fluid.

Event description:
It was reported that during the attempted implant of this right ventricular (rv) lead, placement difficulties were encountered as sensing measurements were suboptimal, high out of range-impedance was identified and stimulation threshold measurements were also noted, all in every position in the rv. After several attempts at repositioning to map optimal electrical values, the helix could not be extended/retracted anymore. Consequently, a different lead was used and the procedure was completed successfully. No adverse patient effects were reported. The product was received for analysis.